Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The acetabular reamer handle and the hudson adapter got stuck together and are damaged.

Manufacturer narrative:
Examination of the returned instrument confirmed the tabs on the adaptor are cracked and damaged. Previous investigations found misuse and heavy usage as contributing factors. If used with reamers that have begun to wear on the reamer hudson attachment ends/flats, the worn reamers can rotate within the end of the instrument and facilitate a spreading/tearing of the tabs as well. The date code a1005 indicates the adaptor was manufactured in october of 2005 and is over 10 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.